Manufacturer narrative:
Failure of the device, before adherence/integration has progressed adequately, may be expected. The IFU under delamination (sealing membrane removal) states: "the device should not be delaminated until the underlying foam is firmly attached to the wound bed". The IFU under precautions also states that "prior understanding of the application, monitoring and removal of dermal substitutes is recommended for effective use of this device." Further details are pending.

Event description:
The surgeon stated that there had been a number of patients in the community who were under the care of the local community nurses, who had removed the btm prematurely, resulting in btm failure. It was reported that these patients had to come back to hospital for either immediate grafting, free-flap surgery or application of btm. The surgeon had asked if "there is some way we can identify on the sealing membrane that the product is a medical device to be left in situ etc to reduce the risk of it happening".